Manufacturer narrative:
Correction: recall number (h9).

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The ultra delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: a longitudinal balloon burst forming a j-shape, and a bend on the guidewire lumen where the guidewire lumen interfaces with the proximal shoulder (due to packaging). There were no other abnormalities observed. Functional testing was performed due to the returned condition of the device. Dimensional testing was performed on the balloon single wall thickness along the tear and was found to be within specification. During manufacturing the delivery system and components are inspected several times through the manufacturing process. Per procedure, during balloon forming, the balloon is inspected for visual defects and balloons are tested for burst pressure. During balloon final inspection per procedure the balloon dimensions and visually inspected. During final inspected, the balloons are leak tested. In addition, product verification (pv) testing is performed on a sampling basis for balloon fatigue and burst pressure. The lot met statistical requirements as requirement for lot released. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of complaint history for the edwards ultra delivery system (all models, all sizes) for the past 12 months (march 2018 to february 2019) revealed other similar complaints with returned devices for the complaint code ¿balloon - burst¿. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the february 2019 control limit for all the trend categories. As per IFU, if the delivery system balloon ruptures or leaks during deployment without thv embolization do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position, check for paravalvular leak (pvl) under echo, and if post-dilation needed, use a new delivery system. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon - burst¿ was confirmed through visual inspection of the returned device. However, no manufacturing non-conformances were identified during the investigation. In addition, based on a review of the DHR and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. As the device was able to be de-aired during device preparation, it is unlikely there was issue with the device when removed from packaging. Per report, ¿there was not excessive calcium,¿ which suggests that there was some calcium present. An in-depth evaluation regarding complaints and clinical data for ¿balloon ¿ burst¿ has been documented in an edwards lifesciences technical summary. In this technical summary, it was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The case notes also note that ¿the doctor was totally convinced the balloon was damaged from extreme force through sheath and was ready to give up pushing as was so difficult.¿ if extreme resistance was encountered during delivery system insertion, it is likely that heavily manipulation and excessive force was applied to advance the system. During the heavy manipulation, the valve and delivery system may have no longer been coaxial and the valve strut could have possibly punctured the balloon. The puncture may have propagated during valve inflation. In this case, available information suggests that patient (calcification) and/or procedural factors (device manipulation/excessive force as a result of insertion difficulty) may have contributed to the reported event. However, a definitive root cause was unable to be determined. No labeling/IFU inadequacies were identified. As such, neither corrective/preventative actions nor a product risk assessment (pra) are required at this time. However, a product risk assessment was previously initiated per management discretion to investigate the balloon burst issue and its associated risks. No corrective or preventive action is required.

Manufacturer narrative:
Additional information: h7, h9, h10.  Section h10: the recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During a tavr procedure by transfemoral approach, during valve deployment the 26mm ultra delivery system balloon burst. The valve was fully expanded. The system was withdrawn with no harm to the patient. The delivery system is being returned for evaluation.